Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0139238, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that there was blood leakage at the end of the septum. Based off the picture the engineer could not clearly see if there was a defect on the surface of the septum. Since leakage was observed the reported defect could be verified but since no defects could be observed on the septum a definitive root cause could not be determined. Plant will continue to monitor this defect.

Event description:
It was reported that 15 bd pegasus¿ safety closed IV catheter systems leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "in the endoscopy center, indwelling needle should be used for backup before the painless gastroenteroscopy. After the normal puncture (the puncture teacher remains unchanged), the isolated plug leakage of blood occurs, and about 10 pieces of the same batch occur consecutively."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 15 bd pegasus¿ safety closed IV catheter systems leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "in the endoscopy center, indwelling needle should be used for backup before the painless gastroenteroscopy. After the normal puncture (the puncture teacher remains unchanged), the isolated plug leakage of blood occurs, and about 10 pieces of the same batch occur consecutively."